Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 20652954/21310786.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patients ipg was reprogrammed and two programs were added with no relief and the paresthesia was felt in the patients arms, ribs, stomach, and legs. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well post-operatively. The explanted scs system was not returned.